Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip procedure as surgeon was impacting a g7 cup, the patient's acetabulum fractured. The surgeon then placed a g7 osseoti limited hole cup to try and hold the fracture together with screws; this was unsuccessful. The surgeon is now requesting a custom triflange for a future revision. A delay of 20-30 minutes noted. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. X-rays were reviewed by mmi and confirm the reported fracture, as well as identified loosening, migration, and osteolysis. A review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.